Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was able to reproduce the issue and replaced the universal surgical manipulator (usm) to resolve the issue. The system was tested and verified as ready for use. A return material authorization (RMA) was issued to evaluate the usm. A follow-up MDR will be submitted if the usm is returned (post failure analysis evaluation) or if additional information is received.

Event description:
It was reported that during a da vinci-assisted gastric bypass surgical procedure, arm 3 was very stiff. Caller stated the surgeon was saying that arm 3 was still and was not allowing her to do what she wanted to do. The intuitive surgical, inc. (Isi) technical support engineer (tse) recommended the customer to reseat the instrument and sterile adapter, check arm position, verify drape was not stuck and pulling, and arm was not over-rotated. Caller stated that they had checked all of these things before calling in and the issue remained. It is not known if the customer used the arm or disabled the arm to complete the procedure.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the universal surgical manipulator (usm) to perform failure analysis. The universal surgical manipulator (usm) has been evaluated by the failure analysis (fa) team. Fa was able to confirm the issue via related notification but could not replicate the issue in-house. However, during the back-drive test, the yaw and pitch axis felt sluggish. The unit was also tested on a psc fixture test platform (pftp), where the direction test, friction tests, brake tests, sine cycle, and range of motion test all passed.

Event description:
Refer to h10/h11 for follow-up information.